Manufacturer narrative:
Two samples of an unknown quadfuse assemblies were submitted with 10 maxplus mp1000-c connectors connected to each of the female luer connections. It is noted that the non-bd quadfuse tubing has damage on the male luer adapters of those samples, but as this is not a bd component it will not be evaluated in this investigation. Each of the maxplus connectors were tested for leakage and occlusion. There were no issues identified. The samples of the mp1000-c were then connected to samples of bd infusion sets to see if they would separate during connector or when fluid was pushed through the assembly. There was no connection issues or separation with the samples submitted. The customer complaint of separation was not confirmed on the samples of mp1000-c submitted. No root cause analysis was conducted because the reported failure was not confirmed on the mp1000-c connectors. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd maxplus needleless connector had separated. The following information was provided by the initial reporter: quadfuse IV connection plastic luer lock fell off causing the quadfuse with meds to become disconnected from the patient IV. This has happened a few times recently. Injuries or adverse event: no item: mp1000-c quantity affected: (B)(4). Serial/lot number: . Additional information received from the customer: the lot number was unknown. To my knowledge, this happened twice. Harm level: none to patient or nurse. What was the medication/fluid in use at the time of the event? It was not chemo. It was likely sedation and IV fluids.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.